Manufacturer narrative:
Sc-1200 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient had difficulty charging the ipg beyond two bars due to ipg migration. It was also reported that the ipg pocket site was uncomfortable for the patient. The patient underwent a revision procedure wherein the pocket site was moved and the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred 3 weeks ago from date manufacturer was made aware.

Event description:
It was reported that the patient had difficulty charging the ipg beyond two bars due to ipg migration. It was also reported that the ipg pocket site was uncomfortable for the patient. The patient underwent a revision procedure wherein the pocket site was moved and the ipg was replaced with an MRI capable device. The patient was doing well postoperatively.